Manufacturer narrative:
.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the system initially controlled the symptoms but lost effectiveness. The patient chose to have the device explanted without a replacement. No diagnostic or troubleshooting was performed. The issue was resolved at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the site had entered the system modification form by mistake.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.